Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The vibration motor functioned properly and no blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer also stated that the pump had blank display. The customer stated that they the pump was not vibrate at all. Customer reports they did not hear beeps when audio volume settings were saved. The device will be returned for analysis.